Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6)2018. Approximately 4 years and 5 months after the initial procedure the patient had a right knee revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2018: diagnosis: failed right total knee findings: there was found to be a clean wound with clear synovial joint fluid. There was a copious amount of capsular scar tissue from polyethylene reaction. The polyethylene insert was removed and there was found to be visible polyethylene wear within the poly tray. There was severe osteolysis around the distal femur and proximal tibia with a loose femoral component. The femoral component was found to be completely loose from the cement mantle with cement still adhered to the distal femur with osteolysis of the bone on the back side of the cement. There was a partially fixed tibial tray with osteolysis underneath the tibial tray. The patellar component was also revised.

Manufacturer narrative:
D10: concomitants: (B)(6), 02-012-60-1425 - tru stem ext 14mm x 25mm. (B)(6), 02-020-11-0335 - truliant ps cem fem ps cem right sz 3.5. (B)(6), 02-022-45-3535 - truliant tib fit tray cem sz 3.5f / 3.5t. (B)(6), 200-02-32 - three peg patella 32mm. (B)(6), 204-70-00 - tibial stem ext. Screw. Pending investigation.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, tibial loosening and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect, component, and investigation clinical codes.